Manufacturer narrative:
Sample was received for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack and bump mark were noted in the valve casing therefore; the cam position pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and bump mark were noted in the valve casing. This is probably due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled and the magnets passed. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Manufacturing records could were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient had a headache and the surgeon attempted to change the setting of the valve; however, the setting did not change. Therefore, a revision surgery was performed. The product will be returned for evaluation.